Event description:
It was reported that the customer had high blood glucose levels of 190 mg/dl. The customer reported that the insulin pump was not delivering insulin. The customer reported that he did not receive an alarm regarding the non-delivery of insulin. The customer reported that his blood glucose levels were staying at 190 mg/dl. Troubleshooting was done. The customer's blood glucose levels eventually went down. No alarms were found in the alarm history of the insulin pump. The customer was advised to monitor the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.